Event description:
The surgeon reported the pt complained of blurred vision in her left eye following intraocular lens (iol) implant surgery. A decrease in the pt's visual acuity was reported and the surgeon reported a hazy iol was noted three days following implant surgery.

Manufacturer narrative:
The product was not returned for analysis. The results from the product history record review indicated the product met release criteria. There are no similar reports in the lot. A questionnaire was sent to the surgeon on 02/14/2007. To date, a completed questionnaire has not been received.